Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self-test performed on or before (B)(6) 2026. This MFR. Report addresses test two (2) of two (2). The customer reported a false positive result with the binaxnow covid-19 antigen self-test performed on or before (B)(6) 2026 with a nasal kitted swab. Additional testing was performed the next day via a cvs rapid antigen test generating a negative result. Repeat testing was performed twice the next day which generated additional negative results. The consumer indicated they were experiencing cold-like symptoms. No additional information, including treatment and outcome, was provided.

Event description:
The consumer reported two (2) false positive results with the binaxnow covid-19 antigen self-test performed on or before (B)(6) 2026. This MFR. Report addresses test two (2) of two (2). The customer reported a false positive result with the binaxnow covid-19 antigen self-test performed on or before (B)(6) 2026 with a nasal kitted swab. Additional testing was performed the next day via a cvs rapid antigen test generating a negative result. Repeat testing was performed twice the next day which generated additional negative results. The consumer indicated they were experiencing cold-like symptoms. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided the investigation remains in progress. A supplemental report will be provided after completion.